Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2023-02908. It was reported that the patient was experiencing ineffective therapy. It was discovered that the patient's leads were fractured. X-ray imaging was undertaken confirming the fractures. Surgical intervention was undertaken on (B)(6) 2023 where in the patient's scs system was explanted.

Manufacturer narrative:
A patient experiencing lead fractures was reported to abbott. The patient leads were explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.